Manufacturer narrative:
Follow up 900068 the sample was provided, and an evaluation was performed. The root cause of the reported issue is due to excessive force and improper use. The product has been manufactured and tested according to the specifications. There have been no issues identified with the material or manufacturing process. A review of the device history records (DHR) did not identify and issues that would have contributed to the reported issue.

Event description:
Instrument broke apart during case. 12apr2019 additional information: 1. What was the procedure that was being performed? Procedure done was lap cholecystectomy 2. Did any part the instrument fall into the patient¿s body, and if so, how was it retrieved? Yes, the long middle stem fell into the patient¿s stomach 3. Was there a medical procedure performed to verify if the instrument was in the patient¿s body, such as an x-ray? No x-ray was done 4. What was the patient¿s outcome? The long stem was removed, and a sweep of stomach area was performed. 5. Was the procedure completed as planned? Yes, procedure was completed 6. Can you please send all parts of the instrument for evaluation? The long middle stem that fell in was collected but was accidently tossed with the blue drapes. No further information available.

Manufacturer narrative:
Pr # (B)(4). On (B)(6) 2019 writer sent the customer an email acknowledging receipt of the complaint, providing the complaint tracking number and requested follow up information including as to if there was any patient impact related to this event. Writer provided contact information. Device not yet evaluated, if the device is evaluated a follow up will be sent.

Event description:
Instrument broke apart during case. On 12apr2019 additional information: what was the procedure that was being performed? Procedure done was lap cholecystectomy. Did any part the instrument fall into the patient¿s body, and if so, how was it retrieved? Yes, the long middle stem fell into the patient¿s stomach. Was there a medical procedure performed to verify if the instrument was in the patient¿s body, such as an x-ray? No x-ray was done. What was the patient¿s outcome? The long stem was removed, and a sweep of stomach area was performed. Was the procedure completed as planned? Yes, procedure was completed can you please send all parts of the instrument for evaluation? The long middle stem that fell in was collected but was accidently tossed with the blue drapes. No further information available.